Manufacturer narrative:
Investigation is ongoing. Further information will be provided upon investigation conclusion.

Manufacturer narrative:
Based on the information gathered, the nurse was not wearing protective goggles during the cleaning of the bath and used a cracked disinfection handle. This resulted in the disinfectant being sprayed into the nurse's face. No injury was sustained, and the nurse washed her face immediately after the incident. An arjo technician performed a full diagnosis of the bath and found that only the disinfection handle was cracked. It is likely that the disinfection handle was damaged by hitting an object or falling. The circumstances under which the disinfection handle was damaged are unknown. Nevertheless, the malfunction of the disinfection handle contributed to splashing on the nurse's face. According to the information received, the parker bath was serviced internally by the customer, however, it is not known if the device was regularly maintained. Review of complaints and service repairs for involved parker bath revealed no records. Therefore, it seems that disinfection handle has not been replaced since manufacturing. The parker bath instruction for use (IFU;04.al.01_9) includes the following actions which must be performed when specified to ensure that the product remains within its original manufacturing specification: "actions before every use: (¿) if any part is missing or damaged - do not use the product" "every month: check/clean shower heads" additionally, according to the information received, during bath disinfection, the staff does not comply with the requirement to wear protective equipment. The parker bath IFU warns: "warning: to avoid eye and skin damage, always use protective glasses and gloves. If contact occurs rinse with plenty of water. If eyes or skin becomes irritated, contact a physician. Always read the material safety data sheet of the disinfectant." From our evaluation, it can be concluded that the event was a result of the product labeling not being followed - the user was not wearing personal protective equipment at the time of the event and was using a damaged disinfection handle. The combination of these two issues contributed to the event. In summary, the device was not up to the manufacturer¿s specification during the event occurrence ¿ the disinfection handle was damaged. The bathtub was not used for patient hygiene at the time of the event, but it was prepared for use and in that way, it played a role in this event. This complaint was decided to be reportable due to the disinfectant solution splashing on the nurse's face, which in combination with not using protective equipment, poses a potential risk of injury.

Event description:
Arjo received a customer complaint regarding a parker bath where the disinfectant was sprayed in the nurse's face when cleaning the bath. The nurse did not wear protective goggles. No injury was sustained as the nurse washed her face immediately after the incident. The device inspection performed by an arjo representative showed that disinfection handle was cracked.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the registration number 9611530. Currently, these products are to be handled by arjohuntleigh abs complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. The UDI number is not available as the device was manufactured before UDI implementation. Collection of additional information is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed.